Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced both the system pcb assembly as well as the system pcb/interface pcb flex cable assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device locked up during a recent event that involved a patient.  The customer advised that they were able to remove the batteries and then reinstall them, which then allowed the device to power on and operate normally.  A backup device was available and used to continue patient care.  No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.